Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the chordal rupture and worsening mr. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Imaging was difficult due to the patients rotated heart. The clip delivery system (cds) was advanced to the mitral valve however both leaflets were unable to be grasped. During the grasping attempts a chordal rupture occurred on the medial side of the valve causing the mr to worsen. The cds was removed and the procedure aborted. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported inability to grasp the leaflets appears to be due to a combination of challenging anatomy and difficult imaging. The reported image resolution poor was due to challenging anatomy. The reported unspecified tissue injury appears to be related to the reported positioning failure. The reported worsening mr was a cascading effect of the tissue injury. The reported patient effects of tissue injury and mr as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.